Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and update to investigation completion. Revised product event summary: the battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. As received, the battery was completely depleted. Furthermore, after manually recharging the battery, the battery was able to charge and discharge as expected with no observed anomalies. Internal inspection of the battery did not reveal any abnormalities. Review of the controller log files associated with (B)(6)revealed a critical battery alarm involving (B)(6) logged on (B)(6) 2021 at 07:14:49. The relative state of charge (rsoc) reading of the battery at the time of the alarm was 0% rsoc. During the critical battery alarm, a safety alert word (saw) value was recorded indicating the battery exceeded the temperature threshold. A review of the battery's internal gas gauge log revealed that the maximum temper ature recorded did not surpass the thermal cutoff's temperature limit. It is possible that a fault in the main integrated circuit caused an incorrect temperature value and enabled a flag at the time of the reported event. As a result, the reported critical battery alarm event was confirmed, however, the reported battery not charging event could not be confirmed; however, it is likely a fault in the main ic could have contributed to the reported not charging event. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was not available for evaluation. Review of controller log files associated with the controller revealed a critical battery alarm logged involving (B)(6) on (B)(6) 2021 at 07:14:49 due to the battery connected to the controller was below 10% relative state of charge (rsoc). As a result, the reported critical battery alarm event was confirmed. The reported battery not charging event could not be confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to the patient connecting the battery with below 10% rsoc, triggering a critical battery alarm. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported battery not charging event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld, soldering defect, out of temperature range and/or due to a charge time-out of eight hours. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. Though it was on the battery charger before being connected to the controller, the battery exhibited a critical battery alarm. The battery was replaced. No patient complications have been reported as a result of this event.